Manufacturer narrative:
Retainer = black. The customer alleged the insulin pump is over delivering causing low bgs on 4/11/2021. The device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08705 inches. Successfully downloaded the trace and history files using thus. Carelink upload was successful however, the earliest data available is (B)(6)2021. Unable to generate a carelink report starting at the event date, (B)(6) 2021 due to no available carelink data. No over delivery anomaly noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Device passed all functional testing. Over delivery and low bg anomalies are not confirmed. The formatted history file list data from (B)(6) 2021 to (B)(6) 2021. Unable to verify any manual programmed bolus deliveries for (B)(6) 2021. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was giving too much insulin, no alarm and no alert. Customer had low blood glucose level. Customer blood glucose level was 70 mg/dl. Customer declined to troubleshoot. The smart guard auto mode feature was inactive at the time of incidence. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.